Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. Review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history of the reported lot identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation concluded that the reported event was related to patient morphology/pathology. The leaflet pathology contributed to the prolonged time needed to grasp the leaflets and resulting clip detachment. There was no potential for clip embolization as the clip was still attached to the gripper line and was safely removed from the anatomy. The need for surgical intervention was not due to a device issue, but associated with the difficulty to grasp the leaflets due to the underlying pathology.

Event description:
This report is filed for the clip detachment from both leaflets, the suspected chordal rupture and the subsequent surgical intervention. It was reported that the first mitraclip delivery system (cds) was deployed on the prolapsed leaflet (a2/p2) without issue. There was difficulty grasping both leaflets with the second mitraclip due to the small and thin posterior leaflet on a1/p1 segment. After two hours of grasping attempts, a good grasp was obtained and it was decided to deploy the second mitraclip with a reduction in mitral regurgitation (mr) from 4 to 2. The actuator knob was turned eight times and the knob was retracted. The posterior leaflet fell out of the second mitraclip. During discussion of what to do with the second mitraclip, within five minutes, the anterior leaflet fell out of the second mitraclip and mr grade was 3. Chordal rupture was suspected. The second mitraclip was still attached to the gripper line; therefore, the second mitraclip was retracted to the edge of the steerable guide catheter (sgc). No attempt was made to remove the clip through the sgc since it was decided that the patient should go to surgery. The patient was taken to surgery for mitral valve replacement with the cds and sgc still in the anatomy. The patient tolerated the surgery. No additional information was provided.